Event description:
It was reported that the implantable pulse generator (ipg) migrated. It was also noted that patient was experiencing difficulty charging the implant. The patient underwent an explant procedure.